Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-08646).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-08645-1 / 08646-1).

Event description:
Patient's legal counsel reported patient underwent a left total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2013 due to patient allegations of elevated metal ion levels and "ache" in the hip. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent a revision procedure on (B)(6) 2013 due to patient allegations of elevated metal ions. Legal counsel for patient reported that the presence of a thick-walled cyst containing yellow fluid and white particles; no muscle damage or necrosis; black staining around the neck; and yellow stained material were allegedly noted during the revision procedure.

Event description:
Patient's legal counsel reported patient underwent a left total hip arthroplasty in 2008. Subsequently, patient was revised on (B)(6) 2014 due to patient allegations of elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.